Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was noted that the patient had been undergoing radiation therapy.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred on (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up visit/device check of the implantable cardioverter defibrillator (ICD) it was noted that a power on reset (por) had occurred. The ICD was reset, all parameters restored, and remains in use. No patient complications have been reported as a result of this event.